Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2015-00064. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00157, follow up # 2. This was in reference to william cook europe MFR report # 3002808486-2015-00064. Cook is now submitting an initial report to correct this issue. Investigation- additional information provided from profile and fact sheet forms has been evaluated: no imaging provided and patient's medical records are unknown at this time and therefore it is impossible to comment on alleged "migration, tilt, vena cava perforation, inability to retrieve, need for 2nd (bard) filter." Also, it is impossible to comment the patient allegedly being advised against removal of the filter. Filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm) filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Gunther tulip jugular vena cava filter sets are manufactured/inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We will continue to monitor for complaints pertaining to this product. The appropriate personnel have been notified.

Event description:
It is alleged that a cook gunther tulip filter was implanted on (B)(6) 2011 at (B)(6). Plaintiff profile and fact sheet provided stated the following: plaintiff claims he first experienced symptoms related to his bodily injuries in 2013. His "heart stopped at home", he "stopped breathing at home." He was advised against removal of the tulip filter "due to perforation and that if it was removed, [he] would bleed toxic blood and would cause a life-threatening infection. If it was not addressed in time, [he] would die." Profile form indicates "cook filter failed", so bard meridian filter was placed on (B)(6) 2013 by the physician ((B)(6) hospital). The physician "discovered that the [cook] filter was tilted and had perforated." Was treated for subsequent pe in (B)(6) 2013 and 2014, per fact sheet. Removal of dvts from right leg in 2015. (No records provided to date to confirm medical history.) No retrieval attempts have been performed, per plaintiff's profile form. Migration, tilt, vena cava perforation, inability to retrieve, need for 2nd (bard) filter. Fact sheet states he is no longer experiencing symptoms related to his claimed bodily injuries, but he has continued to experience dvt.

Manufacturer narrative:
Initial MDR report was submitted by william cook europe under 3002808486-2015-00064 as the manufacturer was not determined at the time. New lot information provided on 20august2015 indicated the device was manufactured by cook inc., 1820334-2016-00157. (B)(4). Investigation- no information regarding the event was provided to assist with the investigation. There has been no report of any failure and/or difficulty with the device either pre- or post-procedure. Lot information does not indicate any nonconformance with the device. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injuries no evidence to suggest a device failure. No conclusion could be drawn.

Event description:
Description according to short form complaint filed: it is alleged that a cook gunther tulip filter was implanted on (B)(6) 2011 at the (B)(6). Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR report was submitted by (B)(4) under 3002808486-2015-00064 as the manufacturer was not determined at the time. New lot information provided on 20august2015 indicated the device was manufactured by (B)(4) 1820334-2016-00157. (B)(4). Investigation- additional information provided from profile and fact sheet forms has been evaluated: no imaging provided and patient's medical records are unknown at this time and therefore it is impossible to comment on alleged "migration, tilt, vena cava perforation, inability to retrieve, need for 2nd (bard) filter." Also, it is impossible to comment the patient allegedly being advised against removal of the filter. Filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Gunther tulip jugular vena cava filter sets are manufactured/inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We will continue to monitor for complaints pertaining to this product. The appropriate personnel have been notified.

Event description:
It is alleged that a cook gunther tulip filter was implanted on (B)(6) 2011 at the (B)(6). Plaintiff profile and fact sheet provided stated the following: plaintiff claims he first experienced symptoms related to his bodily injuries in 2013. His "heart stopped at home", he "stopped breathing at home". He was advised against removal of the tulip filter "due to perforation and that if it was removed, [he] would bleed toxic blood and would cause a life-threatening infection. If it was not addressed in time, [he] would die." Profile form indicates "cook filter failed", so bard meridian filter was placed on (B)(6) 2013 by dr. (B)(6). Dr. (B)(6) "discovered that the [cook] filter was tilted and had perforated". Was treated for subsequent pe in (B)(6) 2013 and 2014, per fact sheet. Removal of dvts from right leg in 2015. (No records provided to date to confirm medical history.) No retrieval attempts have been performed, per plaintiff's profile form. Migration, tilt, vena cava perforation, inability to retrieve, need for 2nd (bard) filter. Fact sheet states he is no longer experiencing symptoms related to his claimed bodily injuries, but he has continued to experience dvt.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the us bilateral lower extremity venous duplex doppler dated (B)(6) 2013 : "left lower extremity: deep venous thrombus: partially occlusive thrombus within the mid and distal popliteal vein extending into the posterior tibial vein. Otherwise negative. Impression: positive for left lower extremity deep vein thrombosis, detailed above. No right leg dvt". Per the inferior venacavogram dated (B)(6) 2013: "eccentric lateral tilt of the tip of the caval filter. Large amount of thrombus is present within the filter and extending laterally to the left and extending cephalad to the tip of the filter" .

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: investigation: investigation is reopened due to additional information provided. The additional information regarding the alleged tilt does not change the previous investigation results.therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/01/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2011 via the right jugular vein due to recurrent pe. Plaintiff is alleging migration, tilt, vena cava perforation, device is unable to be retrieved, recurrent clotting while device in place requiring a second filter to be implanted. Patient alleges that a second filter (bard meridian) was implanted on (B)(6) 2013 without the cook filter being retrieved.

Manufacturer narrative:
Correction(s): from product problem to adverse event/product problem, from malfunction to serious injury. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism, migration, tilt, vena cava perforation, difficult (unable) to retrieve, and placement of second filter". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae, e.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.